Event description:
It was reported that catheter stuck on guidewire occurred. The target lesion was located in a deep vein of the left lower extremity. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During thrombectomy mode for 100 seconds, it was noted that an unknown guidewire was stuck on the catheter and could not be advanced or withdrew. The devices were successfully removed together. The guidewire was curved when withdrew from the patient's body. Another unknown guidewire was advanced into the catheter but still failed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.